Manufacturer narrative:
Further information surrounding the reported event has been sought but not yet received. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that erroneous tidal volume readings were noticed during ventilation. There is no information about patient involvement. (B)(4).

Manufacturer narrative:
The reported problem about the erroneous tidal volume readings was not reproduced during on-site troubleshooting. No parts were replaced and the investigation consists therefore, only of the received device logs evaluation. Received logs showed that alarms for technical error in the expiratory cassette were generated indicating an expiratory flow measurement error. This can explain the reported erroneous. Tidal volume readings. The expiratory flow measurement error does not affect the delivered volumes to the patient. The presence of droplets of water in the expiratory cassette may disturb and cause errors in the expiratory flow measuring. The most probable cause for the observed technical error in the expiratory cassette, as seen in the received device logs was a faulty or wet expiratory cassette.